Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the drainage bag stopcock was found to be blocked pre-operatively. According to the report, the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
The returned device was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed on the device. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.